Event description:
Reporter indicated that during initial vns implant surgery on (B)(6) 2013, the patient experienced tachycardia (100-110 bpm) during systems diagnostics testing. The diagnostics were repeated with the same result. The tachycardia only occurred with diagnostics testing. The patient was implanted as scheduled, and the vns was left programmed off. Follow up with the reporter revealed the patient does not have a family or personal history of cardiac events. General anesthesia was used during the surgery. The length of the surgery was less than one hour. The vns has been programmed on since the surgery, and the vns is functioning as intended. The patient does not have abnormal vagal anatomy. The tachycardia is felt to be related to stimulation, but the reporter is unsure if this is directly or indirectly related to the vns stimulation. No interventions were done other than making the referring neurologist aware. No causal or contributory programming changes or medication changes preceded the arrhythmia. No other information was provided.